Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the hemopro plastic insulation covering the wires on the tip fell off into the patient's leg. This was retrieved using the device without having to enlarge the incision. A replacement unit was used to complete the procedure. The hospital did not report any patient effects. The product is not returned as it was discarded.

Manufacturer narrative:
Since the device is not available to be returned to us, a technical evaluation cannot be performed. We will, however, continue to monitor and trend this type of event to ensure that there is no compromise to quality. A lot history record review could not be completed as the product lot number is unknown. (B)(4).